Event description:
The patient reported that the vns did not help their seizure control.

Event description:
Additional information received noting that the explanted generator is not available for return, likely meaning the device was discarded.

Event description:
Information received noting that the patient underwent surgery to have their device explanted. The explanted device has not been received by product analysis to date.

Event description:
It was reported that the patient's physician believed there was something wrong with the patient's device as he was having a lesser response to vns. The last known diagnostics were within normal limits, indicating proper device functionality. It was unclear if the patient had an increase in seizures or loss of initial efficacy. Of note, the patient's device previously had high impedance, which was due to incomplete pin insertion. However, the high impedance was corrected after the pin was re-inserted. Therefore, the cause of the lessened response to vns was not clear. No further relevant information has been received to date.

Event description:
Additional vns tablet data was received from the physician's office. It was stated that the patient had been seizure free for the previous three months. Diagnostics were within normal limits and the last greater than 25% change in impedance was on the date of the exploratory surgery at which the high impedance was corrected with lead pin insertion troubleshooting. This indicated that the lead impedance consistently stayed within normal limits since the exploratory surgery. There was no indication of a device failure present in the data. A new report was received stating that the patient had experienced an increase in seizures. As it was stated when the data was initially received that the patient had been seizure free for three months, it was unclear what was meant previously by the patient was having a lesser response to vns.

Manufacturer narrative:
Evaluation codes, method, corrected data: follow-up report #1 inadvertently left out.

Event description:
It was reported that the patient was experiencing another increase in seizures. The physician stated that the patient was doing very badly. Review of the physician's tablet data revealed that the diagnostics were within normal limits and there was no indication of any concern regarding the vns. It appeared that the patient was still being titrated in vns therapy. The average number of normal mode stimulations was consistent throughout the visits and the average number of magnet mode stimulations per day decreased at each visit. The average number of seizure detection events per day were 136.18, 134.48, and 141.57 with the corresponding average number of automatic stimulations approximately matching the detection events.

Event description:
Follow up with the physician's office revealed that there was no new high impedance readings observed by their office. Based on review of the most recent tablet data, there has been no drastic changes in impedance to indicate a lead issue since the exploratory surgery.

Event description:
It was reported that the patient was being referred for full vns replacement surgery due to the high impedance that occurred several years prior. However, this was resolved at the time during exploratory surgery with lead pin insertion troubleshooting. In the data received from the physician's office since, the last greater than 25% change in impedance was on the date of the exploratory surgery at which the high impedance was corrected with lead pin insertion troubleshooting. This indicated that the lead impedance consistently stayed within normal limits since the exploratory surgery. There was no indication of a device failure present in the data. No relevant surgery is known to have occurred to date.